Event description:
(B)(4) has received a user facility medwatch form indicating an adverse event involving a wheelchair distributed by (B)(4). It's alleged that a pt was sitting in a wheelchair with her hand stuck under the seat. Hospital associates assisted the pt to stand up and free her hand. The pt was allegedly noted to have serious injury to the right pinky finger which had since a portion amputated. This MDR report is based on the user facility report.